Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test due to protruded/loose drive support disk. The insulin pump received with minor scratches on display window, cracked case at display window corner, cracked reservoir tube lip and cracked belt clip slot.

Event description:
It was reported that the insulin pump alarmed during the manual prime. Customer's mother stated that the insulin was squirting out. Troubleshooting was performed and the drive support cap appeared to be sticking out. Customer's current blood glucose readings are 181 mg/dl.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.